Event description:
Interrupted procedure. Malfunction: pupil out of range message. Procedure card error. A user facility reported that they received a pupil out of range message displayed while performing a procedure. The facility reported, the system deducted several procedures from the card to perform this one procedure, but to their knowledge there were no shots fired on the other surgery attempts.

Manufacturer narrative:
Determination of root cause: assessment: the refractive support manager via phone reviewed the log file and confirmed the issue was caused by difficulty tracking a specific eye. A manufacturing investigation was not performed as no part were replaced. A review for 3 months prior to the date of this event showed no previous complaints of this complaint class for this system. Conclusion: based on the results of the investigation, the root cause was determined to be difficulty tracing a specific eye. (B) (4). (B) (4).